Manufacturer narrative:
D10: 02-010-01-0225 - logic femoral ps cem left sz 2.5: sn# (B)(6), 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced femoral knee debonding/loosening and broken polyethylene liner. As a result, approximately 10 years and 7 months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available. This is report 2 of 2 for this event/patient.